Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An nt clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from 10 degrees to roughly 40 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An nt clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from 10 degrees to roughly 40 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to 1-2.